Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which resulted in pacing inhibition and less than 2 seconds of asystole. Additionally reported was intermittent impedance measurements greater than 2500 ohms and loss of capture (loc). The lead was found to be fractured. Surgical intervention was performed to cap and successfully replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.